Event description:
During the pt's 3 week follow-up visit, the surgeon noticed that the polyaxial seat & screw head were separated on the x-ray.

Manufacturer narrative:
To date, there have not been any complications that we are aware of, we were last notified that the surgeon did not plan to do a revision surgery. Also, from both post-op as well as 3 week follow-up x-rays, the screw in question was angulated approximately 40-50 degrees. The surgical technique specified a total of 45 degrees or 22.5 degrees per side, which was exceeded.